Event description:
Same case as MFR#: 2134265-2012-07944. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a balloon rupture occurred. The lesion was located in severe lesion at right coronary artery. The maverick 2 monorail 15mm x 2.0mm balloon was inflated inside the lesion at the right coronary artery without difficulty. It was later observed that the balloon was punctured. It was removed and changed to a maverick 2 monorail 15mm x 2.0mm and continued the procedure. This balloon was inflated and same thing occurred. The balloon was punctured. A third unknown balloon was used to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device available for evaluation: originally reported as yes corrected to no. Returned to manufacturer on, device returned to manufacturer: corrected. Method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2012-07944. It was reported that during a percutaneous transluminal coronary angioplsty treatment procedure a balloon rupture occurred. The lesion was located in severe lesion at right coronary artery. The maverick 2 monorail 15 mm x 2.0 mm balloon was inflated inside the lesion at the right coronary artery without difficulty. It was later observed that the balloon was punctured. It was removed and changed to a maverick 2 monorail 15 mm x 2.0 mm and continued the procedure. This balloon was inflated and same thing occurred. The balloon was punctured. A third unknown balloon was used to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).